Event description:
The customer contact reported a missing motor shaft resulting in a nondelivery. The device was returned to the biomedical dept with a note stating, "err 004 no flow." The customer contact reported that during testing by the user facility, the report of no flow was confirmed. Upon inspection of the device it was noted that the "gray plastic piece that engages the cassette was missing, therefore there was no flow." The customer contact reported that the display did not increment a volume delivered however the "baton was moving as if the device was delivering." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
H10: the device was received. Investigation is not complete.